Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7252290.

Event description:
It was reported that the patient was experiencing severe pain in the back. The patient had an early lead pull and was reportedly doing well. The explanted leads will not be returned.